Event description:
A nurse reported a pt interface did not maintain suction. The laser showed 3% treatment; therefore, the surgeon needed to cancel out and complete the flap procedure with a new pt interface. There was no pt impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).